Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was perforated and leaked. Liquid was leaking out of the cassette door of the cycler. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs revealed a solution inside the cassette. No damage to the integrity of the cassette or perforation can be observed, however, it is not possible to determine if there is a leak. The reported damage could not be verified. Twelve (12) retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.